Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. After tenting, the transseptal was performed however, the rf wire did not pass through to the left auricle, and after three attempts it could not be done. Thus, the device was replaced with rf needle and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.